Event description:
It was reported to philips that the flexvision pc did not boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the flexvision pc did not boot up. Upon troubleshooting the philips distributor checked the system onsite and found that the pc did not boot correctly because it did not shutdown correctly. To resolve the issue, the fse re-installed flexvision pc, cabling of b-cabinet was rechecked, and reseated. After replacement the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.